Manufacturer narrative:
As reported in a research article, late post-operative cardiogenic shock from left main coronary compression in tetralogy of fallot with absent pulmonary valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient consequences may have contributed due to procedural complications, but this cannot be confirmed. The reported interventions wer under case specific circumstence. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: late post-operative cardiogenic shock from left main coronary compression in tetralogy of fallot with absent pulmonary valve: a case report.

Event description:
N/a.

Event description:
The article, "late post-operative cardiogenic shock from left main coronary compression in tetralogy of fallot with absent pulmonary valve: a case report", was reviewed. The article presented a case study of a 20-year-old female patient with chronic dyspnea. It was reported that on an unknown date, a 25mm epic valve was chosen for off label pulmonary valve replacement. Post-procedure on the third day, the patient was shifted to a step-down intensive care unit before being reintubated for severe dyspnea, hypotension, and decompensated heart failure. A review echo showed global hypokinesia of the left ventricle. The patient was administered inotropes and improved before requiring reintubation 6 days post-procedure for repeat decompensated heart failure. Electrocardiogram showed complex q right bundle branch block with deep t wave impression. The patient's troponin levels were also elevated (3965 ng/l). On post-operative day 7, the patient was admitted for coronary catheterization and found to have critical left main coronary artery ostial compression. A decision was made to implant a drug eluting stent. The patient's symptoms improved and was discharged in stable condition. The article concluded that left main coronary artery compression should be remembered as a treatable cause of post-operative lv dysfunction in an appropriate context. Left main coronary artery stenting seems to offer an acceptable alternative to reoperation. [The primary and corresponding author was rujuta parikh, department of cardiology, u. N. Mehta institute of cardiology and research centre (unmicrc), civil hospital campus, asarwa, ahmedabad, gujarat 380016, india, with corresponding email: rujutaparikh1992@gmail.com].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.